Manufacturer narrative:
H4: the lot was manufactured from july 20, 2020 - july 21, 2020. H10: the device was received for evaluation containing 207ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed from the device during the flow test. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion; further described as did not infuse completely. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.